Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open liver transplant, while preparing to suture, the needle broke. The device was replaced to complete the case and resolve the issue. There was no patient injury.